Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the device is frozen on button error. The customer's blood glucose at the time was 288mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.